Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the power switching board needed to be upgraded to allow a load of 3.1.7 s/w. Once upgraded the imaging system then passed the system checkout and was found to be fully functional. The power switching board has been returned to the manufacturer for analysis. However, analysis has not yet been completed at the time of filing. Device manufacturing date not known at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the system was not booting. This issue was found while testing the imaging system and no patient was present when this issue was identified.

Manufacturer narrative:
The power switch board was returned to the manufacturer for evaluation. After functional testing, performance testing, and visua l/physical examination the reported issue was not confirmed. The returned board is known to not be compatible with the software. No faults were found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the system was not booting. This issue was found while testing the imaging system and no patient was present when this issue was identified.